Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the right coronary artery (rca). The physician used a 7fr im guide catheter and a hi-torq (ht) guide wire to access the lesion. While advancing the ht guide wire in the rca, the tip was entering a small side branch just distal to the lesion. After multiple attempts, the physician successfully advanced the guide wire into the postero-lateral artery (pla). The physician treated the distal segment of the lesion via balloon angioplasty (2.25 x 12mm nc trek balloon). The ht guide wire was then exchanged for a csi viperwire guide wire and the oad was loaded onto it. During the first run at low speed, the guide catheter was not staying in place and had to be readjusted. After the first run, the patient went into ventricular fibrillation, which was resolved via defibrillation at 200 joules. At this point, angiography revealed a perforation near the origin of a side branch in the rca. A covered stent was deployed across the perforation to resolve it, but further intervention was aborted. The patient left the procedure in stable condition.